Manufacturer narrative:
E.1. Initial reporter facility: buffalo crossings healthcare & rehabilitation center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist attempted to log into the system, but a password prompt appeared, and the user was unaware of the password. Shortly after, power was lost to both the drawers and all in one, found that device was connected to a generator outlet with a ground fault circuit interrupter (gfci) button that had tripped, reset the ground fault circuit interrupter (gfci), which restored power and allowed all in one and drawers to turn back on successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the aio (all in one) was not powering on. When attempting to log in, a password prompt was displayed and the user did not know the password; subsequently, power was lost to both the drawers and the aio.there were no adverse events or injuries reported based on this event.